Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operation x-ray check of the implantable pulse generator (ipg) revealed that the leads had been reversed in the header. The patient was brought back to the operating table and the leads were switched; however, the physician damaged the grommet and setscrew for the atrial port. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.